Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an unspecified "no delivery" alarm. Customer reported blood glucose levels between 600-700 (mg/dl) and has since reverted to manual injections for diabetes management. It was also reported that the customer was later hospitalized; however, customer was not using the pump at the time and provided no additional information on hospitalization. Customer declined to provide any additional information or complete troubleshooting with tandem technical support.